Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted electrocautery marks on the device case. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits and no noise was noted on the electrograms (egms). Review of stored device memory noted one system reset in the reset counter that appeared to have occurred on the date of explant. Laboratory analysis concluded that the clinical observations at explant were due to exposure to electrocautery, which, can cause inhibited pacemaker operation.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition for 2 beats and 3 beats of loss of capture (loc) during cautery use in close proximity to the device during routine device replacement. Appropriate pacing returned after cautery was ended. The patient was noted to be pacemaker dependent. The device was noted to have returned to a battery status of beginning of life (bol) with a magnet rate of 90. Boston scientific technical services (ts) discussed that this is consistent with the device experiencing a soft reset, which, would result in a temporary loss in device function and would return the battery status to bol. The device was successfully explanted and replaced. The rv lead remains implanted and in service. No adverse patient effects were reported.